Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product during an unspecified general surgical procedure. The customer contact indicated that during gravity priming prior to pt use, no flow of solution was noted distal to the bulb pump bulb of the tubing set. It was reported that when the blood bulb was squeezed, an unspecified volume of solution went backwards up toward the fluid container and came back, down to the blood pump. The tubing set was replaced. Though requested, no additional info was provided.